Event description:
Customer reported, the images were grainy then system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.